Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient was receiving dilaudid ( 1.5 mg/ml at 0.2999 mg/day), bupivacaine (30 mg/ml at 5.998 mg/day), clonidine ( 300 mcg/ml at 59.98 mcg/day) via an implantable pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving compounded hydromorphone with an unknown dose and concentration, compounded bupivacaine with an unknown dose and concentration, and compounded clonidine with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported a review of the device logs on 2019-jul-19 revealed a motor stall at 12:42 on (B)(6) 2019 with a motor stall recovery at 13:18 on (B)(6)2019 without a report of a magnetic resonance imaging (MRI). The patient was advised to not be concerned. No action was taken. The outcome of the event resolved without sequelae on (B)(6) 2019. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2019. No further complications were reported/anticipated.